Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion sets leakage event on (B)(6) 2025. The infusion set was in use for three days. The blood glucose level was about 600 mg/dl and the patient went to the hospital for treatment. The trace ketones were also present. No further information available.